Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior and posterior repair + sacrospinous hitch + tension-free vaginal tape insertion procedure performed on (B)(6) 2011 to treat stress incontinence. As reported by the patient's attorney, after the procedure, the patient experienced bleeding, recurrent urinary urgency and urinary incontinence. On (B)(6) 2014, the patient underwent cystoscopy with biopsy of bladder and intravesical botox injection procedure for her overactive urge incontinence. Subsequently, the patient achieved good urinary continence. However, the bladder biopsy showed heavy chronic inflammation. The sections were then referred for consultation. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior and posterior repair + sacrospinous hitch + tension-free vaginal tape insertion procedure performed on (B)(6) 2011 to treat stress incontinence. As reported by the patient's attorney, after the procedure, the patient experienced bleeding, recurrent urinary urgency and urinary incontinence. On december 8, 2014, the patient underwent cystoscopy with biopsy of bladder and intravesical botox injection procedure for her overactive urge incontinence. Subsequently, the patient achieved good urinary continence. However, the bladder biopsy showed heavy chronic inflammation. The sections were then referred for consultation.

Manufacturer narrative:
Additional information: block e1 (below): implant surgeon's first name added based on the new information received on september 28, 2022. Correction to blocks g2 and h6: impact code (below). Block b3 date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2326 captures the reportable event of chronic inflammation. Impact code f1901 captures the reportable event of biopsy of bladder and intravesical botox injection procedure for overactive urge incontinence.